Event description:
It was reported that the patient underwent a revision procedure due to one cylinder not staying stiff with an ambicor penile prosthesis (app). The app was explanted. Additional information was reported that one of the cylinders does not fully inflate and the patient is stable following the procedure and a new app was implanted during the explant procedure.

Event description:
It was reported that the patient underwent a revision procedure due to one cylinder not staying stiff, and one of the cylinders does not fully inflate with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. The patient was stable following procedure.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of inflation problems was confirmed. Based on a review of all available information, the cause of the reported event was due to broken fabric threads in the cylinder..